Event description:
It was reported that there was something stuck in the usb port on the pump that caused difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.